Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that there was stimulation in the wrong location. After implant for about six weeks, the patient would lose his balance and had a few falls. The patient did not exactly remember when he fell. The patient thought there was ¿something wrong with the leads¿ that were in the left back shoulder causing him pain. The patient thought the lead had moved but he was not sure. When the patient felt the pain in the shoulder he would put his head down a little bit and it would hurt. The patient noted that ¿ever since it had been disconnected¿ he still had pain but not quite as much pain was when the ¿leads were off.¿ when the patient would turn his head ¿it would adjust stimulation as far as it would increase the stim on one side or the other.¿ the patient had to lean his head backward or the stimulation would go down his spine. The patient usually had his ¿neck cranked forward and after a while it would turn off the stimulation all together.¿ the patient would ¿put his chin to his chest and it would turn off stimulation.¿ when he would put his neck back up he would feel stimulation. Towards the end before the stimulation would not charge he ¿would not have to put his head down so far to turn off the stimulation.¿ the patient was in the middle of a move and the doctor who put it in told him to call the manufacturer in the new area ¿who could implant the new battery pack.¿ the patient stated he was supposed to see the doctor before leaving but the doctor cancelled the appointment. The patient had relocated. No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent. Refer to manufacturer report # 3004209178-2014-17055 for an overdischarge/inability to charge event pertaining to this patient that was reported at the same time as this event.